Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi) and patient death occurred. The patient presented due to stable angina. The 80% stenosed and 15mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x20mm taxus express2 stent, resulting in 0% residual stenosis following post-dilation. A non-target lesion located in the mid right coronary artery was treated with balloon angioplasty using an unknown manufacturer's balloon. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient passed at home. The physician states that the patient passed due to a massive heart attack.

Event description:
It was further reported that the patient's cause of death was "severe hypertensive and atherosclerotic cardiovascular disease. Other cause of death: acute pneumonia, history of diabetes mellitus and cigarette smoking." Also further reported is that an autopsy was performed but the results are not yet available.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Corrections: death date corrected from (B)(6)-2012 to (B)(6)-2011. Event date corrected from (B)(6)-2012 to (B)(6)-2011. (B)(4).

Event description:
It was further reported that the patient's autopsy reports a pathologic diagnosis including "severe hypertensive and atherosclerotic cardiovascular disease. Severe coronary artery disease with cardiac enlargement consistent with hypertension. He had acute pneumonia and early cirrhosis of his liver. No injury was noticed. Toxicology analyses of body fluids obtained an autopsy revealed a small amount of alcohol and presence of oxycodone."

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data. (B)(4).